Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)-incomplete. The expiration date is currently unavailable.

Event description:
It was reported that when the surgeon used vapr coolpulse 90 electrode, this suction tube seems not going smooth. Eventually they opened the new one, it worked smoothly. There was no patient consequences. All the information being submitted for this complaint are all the details that are known/available regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Event description:
Additional information received from affiliate on 21september2018: reportedly there was no surgical delay. The case was completed by the nurse opening a new device.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was received and evaluated. The device was sent to gyrus for further evaluation. The active tip looks in a used condition, with debris noted in the suction port and around the ceramic. Evidence of staining in the suction tube. The investigation confirmed the customer¿s claim that the suction did not work. When a flow test was performed ¿zero flow¿ was observed. It was noted on receipt of the product that there was a large degree of tissue debris in the distal suction port. Completion of the activation test did not free the debris and the blockage remained. A positive pressure test did not highlight any areas of leakage within the suction path, so it can be presumed the device was being subjected to the full vacuum pressure and passed all leak tests. Tissue debris is deemed the cause of the blockage which is most likely in the tip but could also be in the shaft. From our investigation no manufacturing defect was found, and we have determined the probable cause of the reported suction blockage to be normal procedural debris. Per instructions for use (IFU) instructions caution users to not allow the electrode to be buried in tissue, resulting in the active tip to be covered with tissue debris. The user should be able to have full view on the electrode during use. When and if this occurs, a new electrode must be used. The device history record (DHR) review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of (B)(4) devices that were released to distribution. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).